Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, it was reported that the device was explanted under general anaesthesia on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.